Event description:
It was reported that the patient had a t12 compression fracture from having her implant "sitting on a nerve." After implant, the patient woke up from surgery and "felt like she had a knife in her back." It was indicated that the "nerve came from the right side around to the front." It was also noted that the pain doctor was requesting imaging be performed on the area. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).